Event description:
In preparation for a chest CT, flushed left antecubital with saline and got good flow. No discomfort in IV site prior to pulmonary embolism study. Good drawback was also seen. IV contrast was administered and was watched for first 10 seconds of injection. No infiltrate was noted at that point. The tech left the patient/room to begin the exam. The tech noticed that there was no contrast on the images and stopped the scanner/injector immediately. Returned to the patient and found contrast on pillow case and small amount in soft tissue around IV site. Warm compresses were applied immediately and the radiologist notified, who in turn notified the patient's physician. The radiologist noted that approximately 30 cc of contrast in the soft tissue - 80cc had been used. The scan was terminated and scheduled to be repeated the following day. (Although there was another almost identical event within a two-day time frame, it was determined that this was not a device-related event.)